Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was hospitalized from (B)(6) 2013.

Event description:
It was reported that during the recharge process, the implantable neurostimulator (ins) was excessively hot. It was noted that actions required as a result of the event included explant and replacement. It was noted that the patient¿s status at the time of this report was alive with no injury. It was noted that there was a burning sensation at the device pocket. It was noted that the event was solved on (B)(6) 2013 with the ins replacement.